Manufacturer narrative:
(B)(4). Additional information received: the reported issue of leak was not confirmed and the cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). And 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of leaking disposable cassette found during use during initial drain. The baxter technical representative (tsr) enquired if the leak was in the bag or the cassette. The home patient (hp) stated that the leak was in the supply line of the cassette. The hp had already disconnected. The tsr had the hp cycle power. The tsr assisted the hp to end therapy and advised to start over therapy with new supplies.